Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a sudden return of symptoms on (B)(6) 2016. The caller increased stimulation and the patient started to have more control. They were then doing well with the therapy. Additional information received from the consumer in response to follow-up reported that the patient was doing better after increasing stimulation. Some of her issues were determined on if she was having a good day. The patient was noted to be elderly and some days were better than others. She had not had any accidents lately. She was still wearing a pad just in case she would leak but it was better at the time. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further follow-up was required.